Manufacturer narrative:
The conclusion code has been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient reported electrical shocks. There was no action taken and the event was unresolved with no further action planned. The event was related to the device or therapy and was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study indicated that the patient reported electrical shocks on (B)(6) 2017. The baseline weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the etiology of the event was not due to programming. No further complications were reported or anticipated.